Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they do not remember their weight at the time of the event since it was a long time ago. Changing in device programming led stimulation being off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were having issues with their device. Patient also stated that they have been going to the bathroom every 2 hours. During troubleshooting, patient saw a message to turn stimulation on, after turning stim on, it was uncomfortable so the patient decreased to 1.9 and confirmed that stimulation was comfortable. Patient was redirected to follow up with their health care professional if symptoms do not improve. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was calling to ask for implant date. They reported they were going to the emergency room (ER) the day of the report due to severe pain in their right side.